Event description:
In 2009, the pt reported that last night he accidentally pulled his infusion site out of his body by getting it caught on a drawer. He stated that his blood glucose elevated to 400-500 mg/dl. He was told by his nurse to change the infusion set but he was unable to remember how to prime. He was assisted with changing the infusion set and priming. Upon f/u five days later, the pt stated that his blood glucose decreased to 128 mg/dl. His target blood glucose level is 120 mg/dl. He was sent courtesy infusion sets with a shorter tubing length. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.